Manufacturer narrative:
Device passed sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No frozen display, blank display or pump error 49 noted. Device trace download analysis confirmed the pump alarmed low battery alert and power loss alarm. The power management graph confirmed low battery alert and power loss alarm due to moisture damage to electronic assemblies. Device received with high active current due moisture damage to electronic assemblies. All buttons function properly. No damage noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. Device passed the keypad voltage test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm but the buttons were not responding then it restarted and had pump error alarm and also had frozen screen. Customer stated display did not returned after insulin pump restart. Time clock was not visible on insulin pump screen. Customer stated the display was not blank less than 30 seconds. Customer stated insert battery did not display on screen. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.